Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: -visual examination of the returned product identified signs of repeated use and fracture or cracking. Sem analysis on the fractured part found fracture surface artifacts suggest the shear overload failure mode or contact damage. Per zmrs and zmts common failure mode for the tibial articular surface provisionals is overload failure, possibly over the course of a few impaction cycles, as evident by the presence of hackle marks, river lines and striations features on the fracture surface. These are easily identifiable features that allow trained reviewers to determine the failure mode without submitting all parts to sem for analysis. -review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. -a previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference reports: 0001822565 - 2021 - 02002 , 0001822565 - 2021 - 02003 , 0001822565 - 2021 - 02006 , 0001822565 - 2021 - 02007 , 0001822565 - 2021 - 02008 , 0001822565 - 2021 - 02010, 0001822565 - 2021 - 02011. Investigation incomplete.

Event description:
It was reported that parts were found fractured during sterilization. Attempts have been made, but there is no additional information at this time.